Event description:
Patient had a bedcheck device on; strip was secured with rubber bands, however alarm did not go off when patient fell. As the technical partner was disengaging alarm, it sounded. System taken out of service for work order to be placed. New bedcheck device applied.what was the original intended procedure?bedcheck alarms when patient attempts to get out of bed.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.